Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and had humming noise and had no delivery alarm and they experienced high blood glucose level. Blood glucose level of the customer was 498 mg/dl at the time of the incident. The customer took manual shots to treat hyperglycemia and blood glucose level came down to 235 mg/d. The customer was assisted with the troubleshooting for the no delivery alarms and customer declined troubleshooting for hyperglycemia. It was stated that the insulin did not exit after performing troubleshooting. The insulin pump will not be returned for the analysis.